Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
Allergic reaction was reported. The patient came to the clinic due to the missing teeth of left upper 4 and left upper 5 in (B)(6) 2022. 2 zimmer tsv implants of 4.7*10mm were implanted after examination. The primary stability was good. The patient felt the pain at the implant site on may 18 and came to the clinic for examination and the allergy was found. The implant was then removed. Symptoms as a result of the event: pain. Tooth site # 24-25.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number ; d9: device availability; h2: if follow-up, what type; h3: device evaluated by manufacturer; h4: device manufacturer date; h6: type of investigation; h6: investigation findings; h6: investigation conclusions; h10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, no malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.